Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the customer received the following results on the performa system within 10 minutes: 23.9 mmol/l, 5.9 mmol/l, 18.1 mmol/l, 13.5 mmol/l, and 17.3 mmol/l.no adverse event reported. Return of the suspect device was requested for evaluation.